Event description:
The customer has reported that the st holster is not activating the cutter to complete the cut during the breast biopsy. The probe has been changed to complete procedure. There have been no patient consequences reported. One device device to be returned.

Manufacturer narrative:
Date sent: 4/30/08. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the st holster's blue cable lemo connector end was broke off. To correct the issue the site replaced the blue cable. The site also replaced the botton frame due to the locking tab was broken, the shroud was replaced due to it was cracked, replaced the safety latch and firing button due to they were worn and the e-clip was replaced due to it was damaged during assembly. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.